Event description:
It was reported that the caller couldn't tell where she could see what type of atrial lead warning was indicated - low impedance warning with polarity switch. The bi-polar impedance was 578ohms, the unipolar impedance was 346ohms, thresholds were .75v/.4ms bipolar and unipolar and the patient had no p waves to sense. The device remains in use. It was further reported that the atrial lead has multiple polarity switches and lead warnings. The lead had high impedance and a higher unipolar impedance than bipolar. The patient has chronic atrial tachycardia and atrial fibrillation. The lead was left in a unipolar configuration and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to find out what type of atrial lead warning was indicated - low impedance warning with polarity switch. The bi-polar impedance was 578 ohms, the unipolar impedance was 346 ohms, thresholds were .75v/.4ms bipolar and unipolar and the patient had no p waves to sense. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.